Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Evaluation: the customer's reports of defib failure and unable to charge for a shock were observed during review of the device data logs. The defib failure will disable the device from charging or delivering a shock. However, the device passed full functional testing including defib cycling and multiple shock testing at various joule settings without duplicating either report. The processor/bridge/pace board and ECG board were replaced as a precaution. The customer's report of device discharged on what appeared to be a non-shockable rhythm was not due to a device malfunction. The log shows five manual charge and subsequent discharges that were initiated by the user, not through analysis. By design, the device will not prevent a shock from being delivered when a patient's impedance is detected despite the patient's rhythm being non-shockable. While in manual mode, this is wholly dependent on the end user. The investigation concluded that the device met specifications and performed as designed. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device displayed "defib failure" message, failed to charge, and issued a "shock advised" prompt for a heart rhythm they believed was non-shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device displayed "defib failure" message and failed to charge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.